Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after experiencing two charge times outside of the extended charge time limit for the device. The health care provider (hcp) indicated that the device would be changed out in the future. There were no adverse patient effects. As of today, the device remains in service.

Event description:
The device has been returned.

Manufacturer narrative:
As of today, the device has not yet been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted. A request for the return of the device has been made. There were no adverse patient effects reported.